Event description:
It was reported that this patient received two inappropriate shocks due to oversensing in the alternate vector. The data from this device was uploaded for review. The patient had various provocation maneuvers performed showing a lot of noise in all three vectors. The device was reprogrammed to the secondary vector and the patient was sent for x-ray. The device remains implanted. No adverse patient effects were reported.